Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat creases, wear abrasion and a broken plug strap. A leak test was performed which identified openings. A microscopic analysis was performed which identified two striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings striated assessed as surgical damage and broken striated of plug strap assessed as surgical damage.

Event description:
Patient reported "little bumps, like a rash all over the chest area". Device has been explanted.